Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image on the insulin pump screen, the screen was flashing white, and the keypad was unresponsive. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer reported that they went swimming with the insulin pump and did not realize that there was a crack in it. The insulin pump was exposed to water. The customer reported a past exposure of the insulin pump to fluid and there was no visible water/fluid in the insulin pump. The customer was advised to revert to the back-up plan as per the healthcare professionals. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Missing segments/partial display unknown. Device received with cracked belt clip rail case corner.